Manufacturer narrative:
Corrected information has been provided in d4 brand name. Corrected information has been provided in d2 (catalog number) to reflect the correct device identifier (previously reported as [0048-0045]). Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. H6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information per information from the customer, the pump has been discarded.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that there was a possible hematoma, requiring blood products. This occurred possibly upon insertion into the leg. Two units of blood were administered. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.